Manufacturer narrative:
Bayer product analysis received and examined the returned syringes and tubing from the sds-ctp-spk disposable kit used by the veterinary hospital. Functional testing of the syringe kit was unable to be completed as the contrast remaining from the procedure at the site had melded the t-connector and syringe tip together making separation difficult. After repeated efforts to separate the syringe tip from the tubing in preparation for testing, the syringe tip eventually fractured, releasing the t-connector. This fracture rendered the functional testing unattainable. There were no other issues visualized with the syringes or the tubing. There have been no reported complaints with syringes/tubing from the same lot number as the disposable kit involved in this incident. Bayer service went to the site and performed a check of the involved stellant CT injector, serial number (B)(4). The injector was found to perform to specification. The site declined additional applications training at this time and has continued to use the injector without any reported problems. The stellant operation manual states the following: "intended use the stellant CT injection system is intended for the specific purpose of injecting intravenous contrast media into humans for diagnostic studies in computed tomography (CT) applications." This information does not constitute an admission that the device, the company or its employees caused or contributed to a reportable event.

Event description:
The site reported the following: a radiologic technologist working at a veterinary hospital reported that a two pound canine was undergoing a CT scan with contrast and 2ml of air was inadvertently injected while using a stellant CT injection system. The dog immediately suffered a cardiac arrest and CPR was initiated. The canine was then taken to the cath lab by the veterinary intensivist and a cardiac catheterization was performed in an attempt to extract the air. The dog survived and was taken to the intensive care unit. The dog spent 4 days in the intensive care unit and was then discharged to home.